Event description:
The reporter indicated that an implantable collamer lens was implanted into the patients' left eye (os) and the patient experienced excessive vault. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Date of event: unk. Expiration date: unk, no serial number reported. Implant date: unk. Device manufacturing date: no serial numbers reported. Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture and residue/debris on product. Visual inspection found no visible damage to lens and clear residue on footplate. Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that a 13.7 vicm5_13.7 -13.0d implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault. Problem resolved and patient is happy. Cause of event is reported as unknown. Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).